Event description:
A site biomed engineer stated a surgeon reported difficulty with registration and accuracy. This was a request for a system check-out, the call did not involve a pt.

Manufacturer narrative:
Replacement psu shipped (B)(4) 2012. RMA issued. Psu was received with broken standoffs rattling inside and multiple nicks and scratches to camera housing. Tracking was found to be normal throughout the volume during functional testing. Psu passed the aak test at .34mm with normal line separation of .92mm. Test software adjusted line separation to .02mm. Psu passed subsequent functional and aak tests. Found to be fully functional.